Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. The event was manifested by abdominal pain, malaise, and cloudy effluent. On the same day of the event onset, the patient started treatment with intraperitoneal amikacin (100mg daily) and intraperitoneal vancomycin (2g every two days) for peritonitis. Three days later, the patient still had cloudy effluent, therefore, the amikacin and vancomycin were discontinued and the patient was switched to intraperitoneal meropenem (1g) for peritonitis. The following day, the patient had not improved; consequently, the patient was hospitalized. Five days after the event onset, during hospitalization, the peritoneal catheter was removed, a transitory central catheter was placed, the patient was switched to hemodialysis, and the meropenem was switched to intravenous route. On an unknown date the patient was discharged from the hospital and had recovered from the peritonitis event. No additional information is available.